Event description:
It was reported that the user experienced repeated ¿restart alert 32¿ on the ilet, consistent with a delivery motor communication malfunction, and the alert persisted after multiple restarts; a replacement device will be provided and the reported component implicated is the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with signal loss leading to a failure to infuse, traced to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.